Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event of incorrectly reprocessed scope was not confirmed as the event could not be reproduced. Based on the results of the investigation, it was presumed that there was a difference in recognition of device handling or reprocessing steps between olympus and the user. The root cause was not specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had formalin instead of alcohol had been put into their medivator advantage plus and pushed through all olympus endoscopes. The issue occurred during reprocessing. The customer was assisted with drafting return material authorizations' for all endoscopes affected. There were no reports of patient harm.